Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device would not flow. The one-link set was connected to an unknown baxter extension set, connected to an unknown baxter primary IV set. The customer indicated that the clinician removed the luer activated device on the one link set in order to get solution to flow. There was no patient injury or medical intervention associated with this event. No additional information is available.